Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient's cgm reading was 43 mg/dl. The patient experienced vomiting and urinating frequently but had no blood glucose meter to do a fingerstick. The patient drank juice at that moment to treat the low readings. Despite the treatment, the cgm readings were still showing low. The next day, at 04:00am, the patient then drove herself to the hospital. When a fingerstick was taken the cgm reading was 94 mg/dl, and the blood glucose reading was 541 mg/dl. It was stated that the patient was going into diabetic ketoacidosis. The patient was treated with intravenous insulin, potassium, saline, and fluids and was admitted into the ICU. At the time of the report, which was 3 days after the event, the patient was still in the uci, but stated that she had stabilized, and that she was waiting to be discharged. No other details were documented, and attempts to contact the patient for more information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.